Event description:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that a patient fell out of the device. The side support lowered under the pressure from the resident's lateral positioning. As a consequence the resident was injured and 13 stitches were applied to the forehead.